Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating and lights were flashing all the time. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.